Manufacturer narrative:
The customer stated that calcium controls were within range on the morning of the event, but recovered high when repeated. The field service engineer determined the probes needed to be replaced and the system needed to be decontaminated. The fluidics were decontaminated and probes were replaced. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with calcium gen. 2 on a cobas integra 400 plus. The customer stated they noticed an increase in patient values as they were running patient samples. Calcium values increased from 11.0 mg/dl to 14.2 mg/dl and the values were starting to get flagged as critical values. The customer noted that this was abnormal for their typical patient population. The customer provided data for five patient samples that had discrepant calcium results. No questionable results were reported outside of the laboratory. The samples were repeated due to the observed increase in patient values. The customer doubted both initial and repeat values. The customer did not know which values were correct. The first sample initially resulted in a calcium value of 11.0 mg/dl and it repeated as 17.4 mg/dl. The second sample initially resulted in a calcium value of 12 mg/dl and it repeated as 17.0 mg/dl. The third sample initially resulted in a calcium value of 9.8 mg/dl and it repeated as 17.4 mg/dl. The fourth sample initially resulted in a calcium value of 9.9 mg/dl and it repeated as 17.2 mg/dl. The fifth sample initially resulted in a calcium value of 9.5 mg/dl and it repeated as 16.5 mg/dl.

Manufacturer narrative:
The serial number of the integra 400 plus analyzer is (B)(6). The investigation is ongoing.